Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during the last year, the patient experienced recurring incontinence with this artificial urinary sphincter (aus). A replacement surgery was performed during which the pump and both cuffs were removed and replaced, and a new balloon was added to the system. Upon explant, there were no device issues visually identified; therefore, a mechanical issue in both cuffs was suspected by the physician to cause the incontinence. There were no further patient complications reported.